Event description:
Per the clinic, the patient was hospitalized (date not reported) due to earache. After examinations, it was reported that the patient developed an infection at the implant site. Subsequently, the device was explanted (date not reported). It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was hospitalized for 2 days to be treated with IV antibiotics (date not reported).